Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of the call. The customer used juice to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. The customer states the reservoir was pressed while connected during the incident. Troubleshooting was completed but did not resolve the issue. The customer stated the pump was exposed to a strong magnetic field. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a a paradigm pump. Conclusion: reservoirs do not leak and not occluded. (Did not continue dripping insulin after test). (B)(4).